Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1712kl. The customer will discontinue using the device, and the customer response was that mmt-1712kl will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After battery installation unit gave an unexpected partial display with horizontal lines. Unable to perform self test due to display anomaly. Pump was cut open during visual inspection and found severely bent lcd image area and cracked glass. Test unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, broken belt clip rails, and cracked case. Missing segments/partial display confirmed due to severely bent lcd image area and cracked glass. Alleged cosmetic damage confirmed where cracked case was noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.